Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that per the physician, the valve could be excluded as a contributing cause to the death, and the death was due to the patient¿s underlying medical history.

Event description:
Medtronic received information that 6 years 5 months following the implant of this transcatheter bioprosthetic valve, the patient presented with shortness of breath. Echocardiogram revealed normal left ventricle size, left ventricular (lv) systolic function mildly reduced with estimated lv ejection fraction (ef) around 40 %, trace pericardial effusion without echocardiographic evidence of pericardial tamponade, peak gradient of 18 millimeters of mercury (mmhg) and mean gradient of 32 mmhg, mild aortic regurgitation. Significant calcification of the bioprosthetic aortic valve with presence of severe aortic stenosis was reported. Subsequently the patient died and the cause of death was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.